Event description:
Ait was reported that the customer was told by her clinic that the insulin pump is not functioning correctly. It was stated that when the customer is delivering a bolus the device alarmed no delivery. Customer woke up with low and there was no alarm at all. The caller did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.